Manufacturer narrative:
This supplemental report is being filed to correct the b5: describe event or problem and h6: patient codes. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that this right atrial (ra) lead was part of system revision due to infection. No additional adverse patient effects were reported. The ra lead was explanted. Additional information indicated that the patient had methicillin-resistant staphylococcus aureus (mrsa) infection. No additional adverse patient effects were reported. This ra lead was explanted.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that this right atrial (ra) lead was part of system revision due to infection. No additional adverse patient effects were reported. The ra lead was explanted.